Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. On (B)(6) 2010, the patient experienced a hematoma which was treated with incision and drainage on (B)(6) 2010 with resolution. Follow up visit on (B)(6) 2010 notes that the patient had no issues.